Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. Customer's blood glucose level was approximately 120-130 mg/dl. Customer indicated that they will continue to use the pump for insulin therapy.